Manufacturer narrative:
H3 device evaluated by mfg ¿ updated d9 product available to stryker ¿ updated d9 returned to manufacturer on ¿ updated. Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the device was returned. The stent was returned in a deployed state. The sdw (stent delivery wire) was found to be kinked/bent. The stent introducer sheath distal tip was found to be intact. The stent was found to be intact. During functional inspection, stent deployed prematurely during use - a functional inspection cannot be performed as the stent was returned in a deployed state. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported 'stent deployed prematurely during use' was visually confirmed. The analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was described as 'moderately tortuous'. It was reported that the operator 'checked and flushed the stent to go through microcatheter and after the stent went into microcatheter and near the lesion, the operator found the stent was separated from the delivery wire and the stent deployed in distal of microcatheter. The operator withdrew the microcatheter and the stent and microcatheter was pulled out together and the operator used guidewire to take the stent out from microcatheter. Replaced the stent with another one to go through the same microcatheter to finish the procedure'. The stent was returned for analysis in a fully deployed condition and was undamaged. The introducer sheath was returned for analysis and was also undamaged. The stent delivery wire (sdw) was returned and was kinked/bent towards the distal end of the wire. The event description notes separation of the stent from the sdw when the stent was being advanced inside the distal section of the microcatheter. One possibility is that the introducer sheath was initially set up correctly but subsequently moved proximally prior to stent advancement out of the sheath. This would result in a gap between the distal end of the sheath and the microcatheter lumen. If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into this gap. The user will then experience increased resistance while attempting to advance the stent through the microcatheter. This is one possible explanation to explain the analysis findings. Alternatively, due to unknown procedural and/or anatomical factors the user experienced resistance while advancing the device though the distal section of the microcatheter and, due to this resistance, the user applied force to try and advance the device through the microcatheter resulting in the damage noted. Furthermore, when attempting to retract the stent, the delivery wire slipped out of the stent, leaving the stent deployed inside the microcatheter. An assignable cause of 'procedural factors' has been assigned to the as reported "stent deployed prematurely during use" and as analyzed "stent deployed prematurely during use" and "sdw kinked/bent" as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during the right middle cerebral artery aneurysm stent assisted coil embolization procedure, physician flushed the subject stent to go through the microcatheter. After the subject stent was inside the microcatheter, the physician found that the subject stent was separated from the delivery wire and the subject stent deployed within the distal of microcatheter near the target lesion. The subject stent and microcatheter was pulled out together and the physician used guidewire to take the subject stent out from microcatheter. The subject stent was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the right middle cerebral artery aneurysm stent assisted coil embolization procedure, physician flushed the subject stent to go through the microcatheter. After the subject stent was inside the microcatheter, the physician found that the subject stent was separated from the delivery wire and the subject stent deployed within the distal of microcatheter near the target lesion. The subject stent and microcatheter was pulled out together and the physician used guidewire to take the subject stent out from microcatheter. The subject stent was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.